Event description:
It was further reported that the balloon remained inflated for a maximum of fifteen seconds, which is the time it took to change indeflators. The patient was not symptomatic and experienced no hemodynamic changes while the new indeflator was being prepped and then attached to deflate the balloon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, the inflation device broke. The lesion was located in the left anterior descending artery. During the first inflation to 8 atm's the encore inflation device "separated into two pieces in the doctor's hands". The balloon remained inflated. It was noted that the housing broke apart while the pressure gauge was still attached and functioning. A new inflation device was used to fully deflate the balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device was carried out and it was noted that the encore housing was detached/separated and could not be placed on device correctly as a clip was bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing. (B)(4).

Event description:
It was further reported that the balloon remained inflated for a maximum of fifteen seconds, which is the time it took to change indeflators. The patient was not symptomatic and experienced no hemodynamic changes while the new indeflator was being prepped and then attached to deflate the balloon.